Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used to treat a common bile duct stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stent was placed into position for deployment, but the guide catheter broke, and the stent could not be deployed. The guide catheter was detached from the handle and the other end was left in the stent after the handle was withdrawn. Subsequently, a retrieval forceps was used to remove the broken guide catheter along with the stent. Another naviflex delivery system was used, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Imdrf impact code f2301 is being used to capture the additional device used to remove the broken guide catheter.